Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow up report detailing the results of the evaluation.

Event description:
User facility reported device was in use with patient, it was discovered that an 8fr suction catheter was unable to pass through the tracheostomy tube. Tracheostomy tube was replaced. No adverse effects to patient reported.